Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during this investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. No information was provided about patient anatomy, imaging, or findings. Type iiia endoleaks are caused by separation of modular components, in this case the main body and the iliac stent grafts. Type iiia endoleaks can be caused by migration of either of the modular components, deployment in tortuosity, progression of the aneurysm, and improper overlap of the components upon deployment. Tears or holes in the graft are type iiib endoleaks and can be caused by abrasion of the graft on calcified vessels, improper deployment technique, sutures tearing, increased pressure from improper angiography technique, or inappropriate graft handling. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." Fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016 the objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that a total of 11 patients developed type iii endoleaks at any time during their treatment.

Manufacturer narrative:
The event is currently under investigation.

Event description:
(B)(4). The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that a total of 11 patients developed type iii endoleaks at any time during their treatment.